Manufacturer narrative:
Additional information was requested but was not received. The device remains implanted in the eye; therefore, it was not returned for evaluation. A device history record (DHR) review did not find any nonconformities or anomalies related to this complaint. Based on the available information, the exact root cause could not be identified.

Manufacturer narrative:
Investigation of this complaint is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens did not have any noticeable axis markers during surgery. Due to challenges with the patient, the surgeon proceeded with the surgery and did his best in aligning the lens in the eye. The surgeon offered to provide lasik at a later time if necessary.